Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
As reported: "instability. Surgeon kept the press-fit stem. All other components removed. Replaced with reverse components. No other information per hospital protocol."

Manufacturer narrative:
Event description referred to instability; no product deficiency reported; concomittant item.

Event description:
As reported: "instability. Surgeon kept the press-fit stem. All other components removed. Replaced with reverse components. No other information per hospital protocol."